Event description:
Reporter indicated a vns dell x5 computer became frozen on the "interrogation successful" screen while using a vns demonstrator generator. A hard reset resolved the issue, and the computer was able to be used successfully without further issues. The computer will not be returned at this time.